Event description:
Device 2 of 3. Reference MFR report 1627487-2013-13496 and 1627487-2013-13498. The pt reported she experienced pocket heating while charging. The pt stated the heat she experienced was "painful" and "awful". It wa also reported the pt's scs system was explanted due to her body rejecting the scs system. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included ina field advisory and field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.